Event description:
It was reported that during burring the distal femur, one the holes appeared to "collapse" around the cut zone. At that point, stopped to ensure our drill and hp was assembled correctly. The bone didn't appear to have a cyst either. Finished the other hole as normal, but moved on to the tibia. On the tibia, when lined up with the post holes, the bur was sitting on the proximal tibial plateau. Checked again the hp tracker and tibial tracker. Everything looked fine. At that point, we went back to the femur. After pressing the anterior block into the bone, the one distal post hole was not even close to the block. We confirmed the size of the block with the plan, and it was correct. Surgeon converted to manual procedure.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for a prior investigation and discarded. The initial visual investigation found that the tracker was bent and was aluminum. However, the device was able to pass calibration. Functional evaluation has found that the aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. The serial number of the device was not provided. However, all lots met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of this issue and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on bur position validation. Accordingly, product labeling has been ruled out as a cause of the complaint. This reported event is an identified hazard within the risk file. A relationship has been established between the reported event and the device.